Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The analyst commented that the lead returned with the helix fully retracted and blood visible in it. The blood/tissue was removed and the helix extends/retracts within specification, without issue.

Event description:
It was reported that during the implant procedure the helix was not extending properly for either the right atrial (ra) lead or the right ventricular (rv) lead. The leads were not used and other leads were implanted. No patient complications have been reported as a result of this event.